Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, when transecting the appendix, the jaws of the device locked on tissue, they then used another stapler to fire at the base of the appendix, then they removed the damaged instrument with the tissue locked in the jaws with a kelly instrument. They had to push the knife back so the tissue is able to be sent for biopsy. Also a little black piece fell into the patient cavity and was removed with a pin. There was no patient harm.